Event description:
It was reported to philips that the paddle cable wire became disconnected due to stress on the fully extended paddle cable wire. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.